Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while tacking the mesh in a laparoscopic ventral hernia procedure, the first reload was loaded and was fired straight with no problems. The 2nd reload was loaded, and slight tug was done to ensure it was properly loaded. The 2nd reload was articulated and then would not fire. Upon removal the reload fell into the patient. It was retrieved with graspers. The 3rd reload was attempted to load by tech and it would not. At that time a new tacker was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no the timing was disrupted. 1 fully fired device loading unit with disrupted timing and a scratch on the inner tube was received. The handle could be actuated and the unit cycled properly with no device loading unit present. Additionally, the articulation knob functioned properly. A test device loading unit could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.